Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. On (B)(6) 2014, the patient underwent their third bronchial thermoplasty treatment to the upper right and left lobes of the lungs. No issues were noted with the device. According to the complainant, the following day on (B)(6) 2014, the patient experienced exacerbated asthma with symptoms of increased wheeze and shortness of breath. The patient was seen in the ER on (B)(6) 2014 and admitted to the hospital. The patient was treated with medication (name of medication not reported). The exacerbated asthma resolved on (B)(6) 2014 and the patient was discharged from the hospital the same day. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.60, fev1 % predicted: 90.28, fvc: 3.78, fvc % predicted: 103.56. Post-bronchodilator: fev1: 2.59, fev1 % predicted: 89.93, fvc: 4.24, fvc % predicted: 116.16.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). Study source: (B)(6) clinical trial evaluating bronchial thermoplasty in severe persistent (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed